Event description:
It was rpeorted that that the absolute was used to treat a lesion in the sfa using a contralateral approach. The absolute was placed, but the thumbwheel would not turn to deploy the stent. The device was retracted, at which time the stent fully deployed; however, the stent streched and covered part of an unintended part of the vessel. There was no pt effects and no additional information available.